Event description:
It was reported that the right atrial lead exhibited over sensing. The lead was capped and replaced. The patients condition was fine post procedure.

Manufacturer narrative:
(B)(4).